Event description:
A versacare bed was found in the storage area with visible damage in the power plug, ground pin was broken off. There were no alleged injuries.

Manufacturer narrative:
A hill rom technician replaced the ac plug to resolve the problem of loss of ground.